Manufacturer narrative:
Based on the current information provided, the root cause of the reported complications after undergoing a da vinci-assisted esophagectomy, cannot be determined or is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. A system log review cannot be performed due to lack of system and procedure details. An isi clinical development engineer reviewed images provided within the article and noted that conclusions on this article based on the images alone cannot be made. This complaint is being reported due to the following conclusion: within the diseases of the esophagus article titled, ¿end to side circular stapled anastomosis during robotic-assisted ivor lewis minimally invasive esophagectomy (ramie),¿ it is noted that there were two conversions during the thoracic phase, associated with da vinci-assisted esophagectomy procedures. In one case, the conversion was due to inadvertent stapling of the calibration intraluminal bougie during completion of the anastomosis. In another case, the conversion was due to presence of fibrotic adhesions in the pleural space. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred or caused/contributed to the complications. Note: refer to the medwatch report (MDR) with patient identifier #(B)(6) for MDR submission of the four 90-day mortalities associated with the ramie group, noted in the article. Note: refer to the medwatch report (MDR) with patient identifier #(B)(6) for MDR submission of the post-operative anastomotic leakages/strictures associated with the ramie group, noted in the article.

Event description:
On (B)(6) 2022, intuitive surgical, inc. (Isi) became aware of a diseases of the esophagus article titled, ¿end to side circular stapled anastomosis during robotic-assisted ivor lewis minimally invasive esophagectomy (ramie)¿ (capovilla, g., hadzijusufovic, e., et al., 2022). Within the journal article, post-operative complications involving a da vinci-assisted surgical procedure were noted. A study was conducted to evaluate the feasibility and safety of surgical technique for performing intrathoracic anastomosis during robot-assisted minimally invasive esophagectomy (ramie). Data was reviewed between january 2016 and april 2021. In the study period, 204 patients underwent ramie and 122 patients were treated by minimally invasive esophagectomy (mie) as a control group. For two patients within the ramie group, the procedures were converted during the thoracic phase due to inadvertent stapling of the calibration intraluminal bougie during completion of the anastomosis in one case and presence of fibrotic adhesions in the pleural space in the other case. Twenty-one anastomotic leaks occurred in the ramie group. One patient in the ramie group required a reoperation due to anastomotic leakage with mediastinitis and underwent thoracotomic washout (type iii anastomotic leakage) and placement of an endo-sponge® (b. Braun, melsungen, germany). All the other patients showing an anastomotic leakage were treated primarily with an endoscopically placed endo-sponge or a stent or a combination of the two (type ii anastomotic leakage). Twenty-four anastomotic strictures were reported for the ramie group. All end to side circular stapled anastomoses performed during ramie were successfully completed in the remaining cases with complete anastomotic ring formation. There was no report or allegation from the journal article authors of a specific deficiency of the da vinci system, instrumentation or accessories associated with the reported incident. Intuitive surgical inc. (Isi) made the required attempts to obtain additional information; however, there was no response received from the article correspondent.